Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. A manufacturing evaluation was conducted. The report indicates one helical blade inserter was returned for evaluation. The returned instrument is damaged and there are gouges and scratches on the handle and shaft. The alignment indicator has dents and the locking screw is removed. The locking screw should not be able to be removed from the alignment indicator because it is pinned and the pin is welded in place. The welded portion of the pin remains in the alignment indicator but is not able to be removed without totally destroying the remaining portion of the pin. The threads are damaged on the locking screw from being forced out past the pin that retained it. The portion of the pin that retains the locking screw is missing and was not returned. The pin inside of the alignment indicator that aligns it on the shaft is damaged and there are heavy score radial marks on the inside diameter. The damage to this instrument occurred in the field from use and none of the conditions found are associated with manufacture. Because of the damage and missing pins a complete evaluation is not able to be performed. Measurements that could be taken were found to meet specification. Instigation is on-going. Placeholder.

Manufacturer narrative:
A review of the device history records indicates that the non-conformance is not relevant to this complaint. No issue was found during manufacture that would contribute to this compliant condition.

Event description:
This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4).

Event description:
The knob from the tfn (trochanteric fixation nail) helical blade coupling screw broke off during helical blade insertion. The coupling screw was removed with an instrument from the broken screw removal set. The helical blade was positioned in an ideal location. The procedure was delayed by 30 minutes. This is report number 1 of 2 for complaint (B)(4).